Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no further information. What tissue layer was the stratafix symmetric suture used on? What was the condition of the tissue the suture was used on? Were any cultures taken of the wound? And results? What are the patient past medical history? What was the indication for the second procedure 7 days post op? Can you describe the appearance of the suture during second procedure? What is the surgeon opinion as to relationship of suture to the patient wound discharge? What is status of suture for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the suture was used. During the procedure, the needle came off suture when placed in needle holder. There was no patient consequence reported. Another like suture was used to complete the procedure.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A failed suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Correction to reported in the initial medwatch: the patient codes and questions listed for additional information were entered in error in section of the initial medwatch. The only patient code applicable to this event is 2199, no patient consequences. In addition, no additional information questions were requested for this event.